Manufacturer narrative:
Report source: plexxus lead product support. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics however not provided.

Event description:
It was reported that the user noticed a bulge in the silicone segment during an unspecified infusion , unknown how long the tubing was in use when the event occurred. The customer confirmed that the ICU patient was not harmed .

Manufacturer narrative:
The customer¿s report of a bulge in the silicone segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a balloon in the silicone pump segment. The balloon was measured and found to be approximately 1 inch long and approximately 0.6 inches wide. A portion of the silicone pump segment was cut out and visually inspected under magnification. Functional testing resulted in no ballooning. The silicone pump segment was found to be within measurement specification. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the user noticed a "bulge" in the silicone segment during a (ns) normal saline infusion. The tubing was in use for less than (24) hours when the event occurred. During follow up, the customer confirmed that the ICU patient was not harmed as a result of this event.